Event description:
The abutment connection was rotated. Same lot# products are fine. As a result of the quality test, it was confirmed that the connection (hex) of the bh57-sb scanbody and the direction of the d-cut of the cap were distorted by about 14°. However, when separating the scanbody, the component body (bh57-sbb) was confirmed as a good product (normal product) without hex distortion.